Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Device evaluation: visual analysis of the returned device identified: wear abrasion and deformation. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing. Additional, changed, and/or corrected data: a.2, b.5, d.4, d.10, h.3, h.4, h.6.

Event description:
Affected side is left.

Manufacturer narrative:
Serial numbers provided as left- (B)(4) and right- (B)(4). (B)(6). The events of lymphoma - alcl - suspected and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: concerned with product, swelling, fluid, and confirmed alcl.

Event description:
Healthcare professional reported unilateral swelling, fluid on one side, device removal due to concern with the product and "confirmed alcl;" pathology has not been received and the markers of cd30+ and alk- have not been reported/confirmed. Affected side is unspecified. The device has been explanted.

Manufacturer narrative:
Clarification: the event of lymphoma - alcl has not been confirmed. Reason for reoperation: lymphoma - alcl - suspected.

Event description:
Healthcare professional reported unilateral swelling, fluid on one side, device removal due to concern with the product and "confirmed alcl;" pathology has not been received and the markers of cd30+ and alk- have not been reported/confirmed. Affected side is unspecified. The device has been explanted.